Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the lens was exchanged for an unknown reason. There was no patient harm, and patients issues were resolved. Additional information has been requested.

Manufacturer narrative:
Correction information provided in d.1., d.4. And h.4. Additional information provided in b.5., d6.b., e.1., h.3., h.6. And h.10. A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating patient reason for explant was vision not as expected. The clinical reason for the explant was intolerance to lens.